Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found scope mount corrosion, flooding of cable and image capture. Based on the results of the investigation, the most probable cause of the complaint could not be established. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head experienced poor image quality and became worse when the cable was agitated. There were no reports of patient harm.